Manufacturer narrative:
Reg report # 3004209178-2019-04133 (supplemental number 6) aware date should be 2019-apr-09. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received (B)(6) 2018 from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s device was suspected to be in overdischarge. The rep stated that the patient had not charged their system for a couple months. The rep did not know why the patient stopped using the device. The rep noted that they did not truly know if the device was in overdischarge but suspected it due to the time frame. No symptoms were reported. No further complications were reported. Follow-up was conducted. Additional information received from the rep reported that they called the patient to schedule as ins reset so that the MRI could be taken, but the patient did not end up needing an MRI after all. The rep had not heard back from the patient regarding the reset. No patient complications were reported. Additional information was received (B)(6) 2019. It was reported that there was poor telemetry or no telemetry with recharging. Caller reported ins won't charge anymore and needs to be jump started to be able to put device into MRI mode to do MRI. The patient noticed that the ins would not charge anymore at least one year ago. Caller said patient turned implant off because the patient got the device to stimulate leg and lower back, but the device wasn't helping with that and instead was giving stimulation that was painful in his stomach. The patient turned off the implant and stopped charging the device because of this. Caller also mentioned that device had also been turned off for a couple non-device related surgeries patient has had while having the stimulator in his body. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported they did not know if the devices that are to be replaced will be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Date received by manufacturer: please note the correction made to the dates. The aware date is 2019-mar-08 and not 2018-mar-08 on the 002 regulatory report sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-apr-09. They were not able to determine why the patient wasn¿t getting therapeutic effect to their leg or lower back. The leads appear to be in good position. There is no scheduled surgery date as of yet. Plan further work up and CT/myelogram. No further complications were reported/are anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-13 indicating that they had no further information at this time. Additional information was received from the rep on (B)(6) 2019 indicating that the patient has been referred and scheduled for a replacement. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-27. The patient has an appointment with their healthcare professional (hcp) on (B)(6) 2019. They will also be there to evaluate and rest the device and reprogram if device reset is successful. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-08. They were not able to resolve the overdischarge and the patient¿s weight at the time of the event was unknown. No further complications were reported/are anticipated.